Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with debris under the left flap. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of burning sensation. Patient reported symptoms are not interfering with daily activities. Patient was seen on (B)(6) 2016 and it was noted patient did not follow up with optometrist doctor as recommended on (B)(6) 2016. A flap lift and rinse was done. It is reported symptoms have resolved. Bcva from (B)(6) 2016: right eye pre-op 20/20 2.25 x -.75 x 98. Left eye pre-op 20/20 2.25 x -.75 x 92. Bcva from (B)(6) 2016: right eye post-op 20/20 .00 x -.25 x 90. Left eye post-op 20/20 .00 x -.25 x 0.